Event description:
A report was received that the patient's ipg was tilted. The patient underwent a revision procedure wherein the ipg was moved to new location. No device malfunction was suspected and the patient was reportedly doing well postoperatively.